Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 (the date the event was reported) as no event date was reported. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date. According to the complainant, during the procedure, after passing the needles, the edge of the plastic protective sleeve has the tendency to cut into the patient's tissue. Reportedly, in several cases, it cut into the bladder. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.